Event description:
Affiliate reported that after implantation and registered abnormal readings. As a result the device was revised. It is not known if monitoring was discontinued. There were no patient adverse consequences reported.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier has performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Slight kinks and bends along catheter body. Suture attached to catheter material. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, the supplier was unable to confirm the complaint. No further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.